Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified iii (d) cartridge and iii handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. Information was provided by a facility representative that the lens was loaded incorrectly by the customer. According to the report, the lens was placed upside down in the delivery device causing a small scratch/line/tear in the lens. In addition, the customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the lens was loaded incorrectly by the customer. The lens was placed upside down in the delivery device causing a small scratch/line/tear in the lens.

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) the lens was removed due to a scratch on the optic. A backup lens was used to complete the procedure. Additional information received reports the patient experienced mild corneal edema due to the removal of the scratched lens.